Manufacturer narrative:
A whole carton of 25 units was returned for investigation. Of the 25 returned complaint devices, 8 were within specifications, 16 had seals that did not have slits through the silicone seal, and 1 had no silicone seal. We have notified our supplier of the faulty silicone seals, and further training has been provided to our manufacturing personnel on inspection of the seal and in particular, the split in the seal. The lot date on this complaint shows that the product was manufactured before notification to the supplier and before training took effect. Conclusions: this is a known problem and is due to a manufacturing error. We will be following up with our supplier on this issue. The occurrence rate for such complaints is approximately 0.2% worldwide for the last year. We believe that the actions we've put in place with our supplier and in our in-house processes will reduce this occurrence rate dramatically. We will continue to trend and monitor all complaints for this fault.

Event description:
A customer reported that the rt021 catheter mounts did not have slits in the suction port. One device reportedly had the silicone seal of the suction port missing. The devices were not used on a pt when the faults were detected.